Manufacturer narrative:
Investigation: one open 31g x 5mm pen needle sample and two photos were returned from an unknown lot. No., cat. No. 320129. Visual examination and a functionality test was carried out on the returned sample and photos and no issues were observed. No DHR review can be carried out as lot number is unknown. No issues were observed with the returned samples therefore no root cause can be identified.

Event description:
It was reported that a pen would not detach on a bd micro fine plus¿ pen injector needle.

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a pen would not detach on a bd micro fine plus¿ pen injector needle.